Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2015. Device explant due ongoing gerd occurred on (B)(6) 2018. A replacement linx device was implanted after removal (model: lxm14, lot# 17615).